Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.

Event description:
According to the available information from our distributor partner endoctor, a 62 year old patient who had the prosthesis implanted on (B)(6) 2015 sought out his doctor on (B)(6) 2022 reporting that he could no longer inflate the prosthesis. The patient underwent an MRI exam through which the doctor found that there was no more liquid in the reservoir and the cylinders were collapsed which required revision of the implant. The patient then underwent surgery on (B)(6) 2022, when the doctor removed all components of the implant and implanted a new complete prosthesis.

Manufacturer narrative:
Titan touch pump, cylinders 1 and 2, reservoir, and detached connector / tubing were received for evaluation. Abrasion was noted on both exhaust tubes and the inlet tube of the pump. No functional abnormalities were noted with the pump. Abrasion was noted on the exhaust tubes of both cylinders. A separation, surrounded by abrasion, was noted on the exhaust tube of cylinder 2 near the cylinder strain relief. This is a site of leakage. No functional abnormalities were noted with cylinder 1. No functional abnormalities were noted with the reservoir. Abrasion was noted on the detached connector/ tubing. No functional abnormalities were noted with either of the detached connector/ tubing. Based on examination of the returned product, it was concluded that while in-vivo both the exhaust tubes and inlet tube of the pump had overlapped and abraded against one another. This positioning, in combination with device usage over time, could contribute to sufficient stress to separate the exhaust tubing of cylinder 2 near the cylinder strain relief, a separation of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.

Event description:
According to the available information this inflatable penile prosthesis was revised due to the device no longer inflating. The patient underwent an MRI exam through which the doctor found that there was no more liquid in the reservoir and collapsed cylinders, requiring revision of the implant. The patient then underwent surgery on (B)(6) 2022, when the doctor removed all components of the implant and implanted a new complete prosthesis. No harm to the patient's health was reported in addition to the impossibility of erection. The patient recovered well from the revision surgery and the new implant is currently functional. The doctor identified the problem as a mechanical failure of the prosthesis.